Event description:
A customer reported experiencing a cartridge change error with their insulin pump, which resulted in a critically high blood glucose level of 700 mg/dl. The customer went to the emergency room and was subsequently hospitalized on (B)(6) 2026, as the issue was diabetes-related. Despite no injuries being reported, the customer had high ketones, though these were not identified as life-threatening. The customer received IV fluids and insulin as treatment, which resolved the issue, and was released from the hospital the following day. Initially, the customer took no action and did not involve any third party, but later declined further troubleshooting and requested a pump replacement due to the hospitalization.

Event description:
It was reported that a cartridge change error occurred. As a result, customer's blood glucose level elevated to 421-700 mg/dl with high ketones and customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin and released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Customer declined further troubleshooting related to the cartridge change error and reverted to an alternate method of insulin therapy.